Event description:
It was reported that the patient underwent an unknown spinal procedure to address ¿degenerative spondylolisthesis. It was reported that during final tightening, the set screw slipped; the surgeon tried to break off the setscrew and the tip of driver fractured in the setscrew head. The surgeon removed the setscrew and no driver or screw fragment remained in the patient.¿ no patient complications were reported.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Broken off portion only returned for analysis. Visual and optical examination identified localized damage to thread crests consistent with removal by pliers, per event description. The above observations are consistent with thread.

Manufacturer narrative:
Applicable images were returned to the manufacturer for evaluation. Submitted picture appear to show first thread damage, consistent with removal with pliers. The above observations are consistent with damage.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.